Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test, excessive no delivery test and prime test. Device functioned properly. Motor passed motor test and no motor error alarm noted. Device was received with intermittent button response due to corroded keypad traces. No button error alarm. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and the customer experienced high blood glucose. It was stated that the customer has had some bent cannulas and high blood glucose for a week. Customer blood glucose at the time of the alarm was 414 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value at the time of the call was 250 mg/dl. Troubleshooting for motor error could not be completed as the customer received a button error alarms. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.